Event description:
The reporting facility reported an event involving a pt. The neurosurgeon described difficulty removing guide wire from the ((B)(4)) catheter. The event may have resulted in shearing of the catheter. Device unavailable for eval.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.